Manufacturer narrative:
Results: after an evaluation of the sample provided by the customer, foreign matter was identified. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6188138. Conclusion: although foreign matter was identified in the returned sample, an absolute root cause for this incident cannot be determined. However, our quality engineer notes that it is possible that the foreign matter is related to the maintenance performed in the assembly machine. The defect identified from this complaint will be monitored for trend evaluation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). For devices without 510(k) numbers: PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI#: (B)(4).

Event description:
It was reported a dirty plunger was found on a 5ml bd plastipak¿ prior to use. There was no injury or medical intervention.